Event description:
(B)(6), 2007, double jsstent placement after removal of stone. (B)(6), 2007, the fractured stent was removed from the kidney. The patient returned for follow up visit on (B)(6), 2007 and the stent had broken and a part was lodged in the kidney. It was removed on (B)(6), 2007 as an out patient in special procedures department of radiology without complications.